Event description:
A monopolar electrosurgical connecting cable sparked and flamed during a laparoscopic cholecystectomy procedure. The cord burned apart at the generator end of the device. No injuries occurred.